Manufacturer narrative:
A review of the device history record is not possible as no lot number was provided. The actual complaint product was not returned for evaluation. Root cause could not be determined. All information reasonably known as of 07 jun 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported that the patient was currently an inpatient with a stomach infection. Patient had previously seen a dietician for removal of the suture anchors. It was not known whether the infection was caused by the patient's feeding tube. Additional information received 20-may-2021 indicated the patient had the feeding tube changed in hospital on (B)(6) 2021 and a "curvature" was seen in the tube.